Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the quickset was not working and blood glucose was 483 mg/dl. They had bent cannulas. The customer took manual injection. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.